Event description:
It was reported that during a procedure when the coil and stent were being deployed, the dlx rebooted. The procedure was completed after the reboot. During one of the last runs the staff discovered that the patient had a blood clot and had a stroke.